Event description:
It was reported that a bd pyxis medstation es system was unable to be turned on. The user attempted to unplug and reboot but it was still not working. There was no patient harm or adverse events reported by the customer.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5 h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-oct-2022 to 06- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station would not turn on due to aux drawer 6. The field service engineer took the drawer out and removed all the cubie trays and found liquid spillage on row c and burnt marks on tray which burnt the chassis. He replaced the row board cable and the tray and was able to plug the drawer 6 back in without station not turning on. The station turned back on, and the nurse was able to remove medications from drawer 6 without any issues. The field service engineer tested on hta, and cubies were detected. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a liquid spilled in the drawer which caused the whole station not to turn on and the tray had some burnt marks which burnt the chassis. A field service engineer replaced the row board cable and the tray to resolve. A field service engineer confirmed that the station was turned back on and the nurse was able to remove the medications from drawer 6 without any issues. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to be turned off. During the device investigation, a field service engineer found that the tray board where the liquid spilled and there was a burnt mark which caused the whole station to shut down. There were no adverse events or injuries reported based on this incident.